Manufacturer narrative:
The unit was received with a blank display due to moisture damaged electronic assembly. The unit ws unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. The following physical damage was noted: minor scratched lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The patient's mother reported via phone call that the patient put the insulin pump in his bag while he was playing football, and that the insulin pump got wet from a bottle of water that was also in the bag. The patient's blood glucose at the time of incident was 432 mg/dl, which was treated via insulin pump bolus. There was fluid under the lcd display. Troubleshooting did not occur for the high blood glucose since the patient was in the middle of a football game. The insulin pump was returned for analysis.